Event description:
It was reported by the plaintiff's atty that the plaintiff allegedly experienced severe and permanent pain, infection, disability, worsened incontinence, erosion, urinary problems, dyspareunia, a product problem and other unspecified injuries. Furthermore, it was reported that the plaintiff died. No cause of death was reported.

Manufacturer narrative:
Lawyer-filed report.